Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffers from severe pain to the groin area and loosening of the hip.doi: (B)(6) 2011- dor: (B)(6) 2011 (right hip). (B)(4). Update rec'd 3/12/2013- ppd and medical. Records received. After review of the medical records for MDR reportability,the revision operative note inidicated a loose cup. There is no new additionalinformation that would affect the existing MDR decision.the complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified others reports against the femoral head and no other reports against the remaining product/lot code combinations. A review of manufacturing records of the femoral head lot 2908889 identified no anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.